Manufacturer narrative:
H10: the device was not received for evaluation, however a picture was received. During the visual inspection of the provided photo, an external blood leak from the blood header was observed. The reported failure was confirmed. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, an external blood leak was observed ¿at the joint of the dialysate port and the support plate¿. There was no patient injury or medical intervention associated with this event. No additional information is available.